Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event on (B)(6) 2014 at 08:07:19. Motion artifact contributed to the false detection. Per the distributor, the patient was walking and reported that he briefly pressed the response buttons and continued to walk. A review of the patient download data revealed that the response buttons were pressed in response to earlier arrhythmia alarms at 08:04:49 and 08:04:11; however, the response buttons were not pressed during the event that resulted in the defibrillation. The patient continued use of the lifevest and did not seek medical attention.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. It was documented that all of the gel blisters were deployed upon receipt of the electrode belt. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date and usage of device: monitor (B)(4): 03/2014 - reuse; electrode belt (B)(4): 03/2013 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event on (B)(6) 2014 at 08:07:19. Motion artifact contributed to the false detection. Per the distributor, the patient was out walking and reported that he briefly pressed the response buttons and continued to walk. A review of the patient download data revealed that the response buttons were pressed in response to earlier arrhythmia alarms at 08:04:49 and 08:04:11; however, the response buttons were not pressed during the event that resulted in the defibrillation. The patient continued use of the lifevest and did not seek medical attention. On 12/10/2016 additional information was received by the distributor. The patient alleged that the device malfunctioned during the reported treatment event. The patient reported that one of the therapy electrode pads did not release gel and that it burned his skin. A review of the treatment indicates an impedance of 64 ohms during the treatment, which is within acceptable limits. There is no indication that the patient sought medical intervention regarding the alleged burn. In addition, during service evaluation it was noted that all of the therapy electrodes had deployed gel upon receipt of the belt.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation was accomplished through a review of the patient's downloaded data file review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date and usage of device: monitor (B)(4): 03/2014- reuse, electrode belt (B)(4): 03/2013- reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).